Event description:
Reporter stated that he started using the intradermal brush cleaner about a week ago and observed that the bristles on the brush where falling off and he as not sure of the location of the fallen off bristles. He mentioned that this was not the case with other competitor's brushes.